Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected power error alarm. Power error alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Upon further review of the unit's interior, there were signs of previous moisture on the back of the lcd display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that moisture was found in battery. Blood glucose was unknown. The insulin pump will be returned for analysis.